Event description:
A complaint was received from a customer that stated when they used excel off brand reagent strips they received unusually high readings. Patient stated that in 2002 they received a result of 342 mg/dl and two minutes later using a different finger stick had a result of 214 mg/dl. The difference between these readings could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. The customer was informed that bayer does not provide or support the use of off brand reagent. The customer was satisfied and invited to call the 24/7 customer service line if any additional problems or issues are encountered. The complaint is considered closed for purposes of MDR.